Event description:
Caller alleged discrepant high inratio inr result in comparison to the (dr) doctor inratio inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 5.0, dr inratio inr: 2.3. The time between testing was performed within minutes of each other. Therapeutic range 2.0 - 3.0 for the patient. There was no additional information provided.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: device was expected to be returned, however as of 01/12/2015 device has not been received. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed.